Event description:
It was reported that the patient presented in clinic due to a shock. Review of the episodes showed inappropriate atp and high voltage therapy was delivered for atrial tachycardia with rapid conduction. Programming changes were recommended. Av node ablation procedure was performed on the patient.